Manufacturer narrative:
Additional info:(model#, catalog#, expdate, lot#, UDI#), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the stapler to the disconnected puncture in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired and distal cutting was smooth but there was a poor staple formation and the device was stuck and it burst. They noted that the distal portion of the staple line was incomplete. Additionally, the jaws of the stapler were locked on a tissue and they had to straighten the back of the stapler for it to be removed. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the stapler to the disconnected puncture in a laparoscopic thoracoscopic left lower lobe resection, the stapler fired but there was a poor staple formation wherein the device was stuck and it burst. They noted that the distal portion of the staple line was incomplete. Additionally, the jaws of the stapler were locked on a tissue and they had to straighten the back of the stapler for it to be removed. They used a new device to complete the case. There was no patient injury.